Event description:
It was reported that during the implant procedure, the caller used the programmer to pre-program the device, then ended the session to use the analyzer; however, was then unable to re-establish telemetry with the programmer. The caller used a different programmer to finish the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.